Event description:
It was reported to philips that the device was unable to obtain ECG readings. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse determined that the reported issue occurred because the operational check was not performed properly. Based on the available information, it was determined that use error caused the reported issue. The customer did not perform the operational check correctly. The fse conducted testing properly and the device passed all testing and was returned to use. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device was unable to obtain ECG readings. There was no patient involvement.